Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however it might have related problems with the captor valve iris or the silicone discs. Internal actions have been initiated to address this failure mode. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: valve leaked around 800 mm of blood, the sheath was only in the patient for 10 minutes. Also when prepping the device the solution would escape from the distal end of the valve (it took 70 mm to flush the device). Patient outcome: the patient did not experience any adverse effects due to this occurrence.